Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered through ultrasound and later confirmed by MRI. The device was explanted and not replaced.

Manufacturer narrative:
While this report was deemed to be a duplicate of mrn 9617229-2021-03825, supplemental medwatch being sent to correct error in g3 of previously submitted report.

Event description:
Medical staff reported rupture of right side device discovered by ultrasound and confirmed by MRI. Removal of the device without replacement.